Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the root cause was unable to be determined since the malfunction was unable to be reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had a screen black out with alarm sensor fault. The issue occurred, during preparation for use. For a therapeutic laparoscopic surgery procedure. The procedure was completed using a similar device. No delay was reported. There were no reports of patient harm.